Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving cl onidine (125mcg/ml at 75mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a cerebrospinal fluid (csf) leak was observed in the spine. A blood patch was done. The catheter was ligated and replaced in the spinal segment. The catheter was left in the spine. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.